Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2017 with the following findings: during investigation, the pump powered up to a fully functioning display. The blank screen issue was not duplicated during testing. The pump cover was removed to find no damage to the display screen.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.